Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, and far r oversensing. Visual examination of the lead found the helix was retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of inappropriate capture, and far r oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r oversensing on the atrial lead resulting in inappropriate capture. The physician suspected atrial lead dislodgement. The patient was experiencing shortness of breath and fluid retention. The atrial lead was explanted and replaced. The patient condition was not known.

Event description:
Additional information received notes that the patient condition was stable before, during, and after.

Manufacturer narrative:
Correction: h6 - health effect - impact code updated to additional surgery, was previously reported as no health consequences or impact.